Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump over delivered a lipid infusion. The infusion is set up to be completed in twenty hours; however, it's been reported that it completed infusion earlier than twenty hours. There was no reported injury to the patient.